Event description:
It was reported that the rear case of the device was damaged at the bottom, the front case was also damaged on the inside, the battery door was discolored and there was a clock battery overdue alarm. It was noted that an error code 1260 was displayed, and the side of the device was discolored. There was no patient involvement. Involvement.

Manufacturer narrative:
Event: unknown; no information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. The event history log was unable to be downloaded due the error code 1260, 1261, and 1210 on the display. Functional testing was able to duplicate the reported problem. It was determined that the microprocessor unit (mpu) board was the root cause. The mpu board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.